Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a latch lock sensor failure. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a latch lock sensor that did not switch to "both" when locking the latch lock. Additionally, the downstream occlusion (dso) seal was peeled, and the upstream occlusion (uso) sensor was sunken, the device overall did not meet specification. The cause of the customer reported problem was the faulty latch lock sensor. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso sensor/seal, and latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.